Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. Additional information received from the field representative indicates that the crt-p was used as an external temporary device. There were no additional adverse patient effects reported. The crt-p remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. Additional information received from the field representative indicates that the crt-p was used as an external temporary device. There were no additional adverse patient effects reported. The crt-p remains in service. Additional information indicates that the crt-p was no longer in service. There were no additional adverse patient effects reported.